Event description:
A female pt of unspecified age reported through a specialty pharmacy that one optineb sparked at the back where the silver strip was located. The pt was advised not to use this device, the pt agreed and reported her other optineb worked fine. The devices were replaced. Concomitant medications included inhaled treprostinil. The company does not believe this is a medical device report (MDR), however, is filing as such in the abundance of caution. (B)(4). Initial reporter: consumer, reporter details withheld, USA.